Manufacturer narrative:
Getinge became aware of an issue with volista access surgical light. As it was stated, the circlip was deformed. There was no injury reported, however, we decided to report the issue in abundance of caution as the problem with circlip may cause detachment of parts, and it can lead to serious injury or worse. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by the subject matter expert, the mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot#(B)(4).

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with volista access surgical light. As it was stated, the circlip was deformed. There was no injury reported, however, we decided to report the issue in abundance of caution as the problem with circlip may cause detachment of parts, and it can lead to serious injury or worse.